Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, an external bypass was required after a revascularization was performed with the peel away sheath remaining. Also, the physician had to pull the impella back and perform drainage for cardiac tamponade.

Manufacturer narrative:
D4 serial number was not provided, therefore the catalog number, lot number, expiration date and unique identifier (UDI) # are unknown h4 device manufacture date: unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.